Event description:
During product evaluation by a baxter service technician, an automix compounder was found to have a damaged cable assembly 10 ft long. This was not reported by the customer. This condition had the potential to interrupt delivery. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed. This is an ancillary service event opened during investigation of (B)(4). The cause was determined to be damage to umbilical cable assembly. No repairs have been performed at this time. If any additional information is received, a follow up MDR will be sent. This device is 510(k) exempt - class ii (special controls). The device's additional 510k number is k955622.

Manufacturer narrative:
(B)(4).